Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left anterior descending artery to left main artery. A 3.00x24mm promus premier¿ drug-eluting stent was deployed to treat the lesion. However, during the procedure when the second wire was pulled out of the side branch, the wire got caught on the stent struts and the stent became shorter like an accordion. The vessel was re-wired and another promus stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.